Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the anchor did not come out of the angio-seal device. The following information was provided by the user facility: (1) the arteriotomy locator was set in the insertion sheath and the assembly was inserted in the artery; (2) when the assembly was being inserted into the artery after the arteriotomy locator was removed, the anchor did not come out; (3) when the clinician attempted to take out collagen by pulling the component from the insertion sheath, the insertion sheath fully came out; (4) hemostasis could not be achieved; (5) hemostasis was achieved by manual compression; (6) blood loss was reported to be less than 250cc; and (7) there was no impact to the patient.

Manufacturer narrative:
The report is being submitted as follow up no. To provide the completed investigation results. It was initially reported that the device was available for evaluation. The actual device is no longer available. An evaluation of the complaint sample could not be performed due to the sample being unavailable. No previous similar reports for this issue were reported for this product lot. No related issues were noted during device history review. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.